Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It has been reported that the patient had a vns generator replacement, and during surgery the surgeon noticed a possible break in the lead wire, so he decided to replace the lead as well. Both the generator and the lead are not available to be returned to the manufacturer for product analysis. Further communication with the physician revealed that no x-rays were taken prior to surgery since he was going for a generator revision initially, and no trauma was ever reported with the patient.